Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller is overheating and was not able to be touched. The device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event. The controller was returned to the manufacturer for evaluation where the controller passed visual and functional testing. No evidence of overheating was observed. The logs are unremarkable and show no controller malfunction. The root cause of the reported event could not be conclusively determined as the device functioned per specification. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient stated the controller is "getting really hot." The facility performed a controller exchange after checking the controller and agreeing that it was "very warm." The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.